Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product identification/expiration date - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient enrolled in a clinical study underwent right femoral resurfacing procedure on (B)(6), 2006. Subsequently, patient was revised on (B)(6), 2009 due to femoral loosening. A review of invoice history could not confirm the surgery dates.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to correct information that was reported in error on the initial report. (B)(4).

Event description:
It was reported patient enrolled in a retrospective clinical study underwent right femoral resurfacing procedure on (B)(6), 2006 and left femoral resurfacing procedure on (B)(6) 2006. Subsequently, patient was revised on the right side on (B)(6) 2009, due to a loose femoral component.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; number 4 states: " loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.

Event description:
It was reported patient enrolled in a retrospective clinical study underwent right femoral resurfacing procedure on (B)(6) 2006 and left femoral resurfacing procedure on (B)(6) 2006. Subsequently, patient was revised on the right side on (B)(6) 2009, due to a loose femoral component.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing recap on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2009 due to femoral loosening. No further information has been provided.